Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 388 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.